Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned for evaluation and the customer¿s allegation was confirmed. It was found that the tissue pad in the grasping section was worn away, and a part of the tissue pad was peeled away. The tissue pad in the grasping section was torn with no missing part. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause of the worn tissue pad cannot be identified, the following step-by-step scenario likely caused the event: -because the seal & cut output was performed when nothing was gripped in the gripping part (including after the tissue was cut), the tissue pad was worn and partly peeled off. The following information is included in the instructions for use (IFU): "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". `olympus will continue to monitor field performance for this device.

Event description:
Additional information was received by the customer. The customer confirmed that the teflon pad came loose, but clarified that it did not detach. It was still attached to the device branch. The only complication was a slight extension of the surgery time.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing, and follow up with the user facility is currently being performed. The device had not yet been returned for evaluation. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that, during a therapeutic pancreatic head resection procedure, their thunderbeat 5 mm, 20 cm, front-actuated grip type s device was discovered to have a peeling teflon coating. The procedure was completed successfully with a similar replacement device. To solve the problem in the short term, a replacement device was issued to the customer. There were no reports of patient or user harm associated with this event.